Manufacturer narrative:
D.4. The inspire 6f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack that is not distributed in the USA. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 6f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalogue number 050702) is registered in the USA (510(k) number: k201916). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an inspire oxygenator 6f which clotted during procedure. As troubleshooting, the oxygenator was changed out, and replacement required 5 minutes to be completed. There was no patient impact.